Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Deformation of the forceps plug mouthpiece was confirmed. It is likely that that the metal part of the treatment tool or cleaning brush interfered with the forceps stopper cap. According to the instructions for use (IFU), there is a danger of inserting the instrument into the forceps channel with excessive force. Peeling of the coating on the insertion part was also confirmed. This event likely occurred due to physical stress. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." 2) "caution: inserting endo-therapy accessories with excessive force may damage the endoscope and/or cause patient injury." 3) "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the initial complaint of dots in the image and leaking in the bending section has been confirmed. Due to pinching on the bending section cover, water tightness is lost and the bending section is leaking. The image guide bundle has significant breakages that caused multiple black dots on the image. During inspection and testing the following was also found: due to deformation of control unit water tightness is lost, due to a pinhole on connecting tube water tightness is lost, the light guide lens has a chip (due to a handling problem) and the glass is dirty (cause unknown), the bending section cover has a cut (cause unknown), the light guide connector is dirty (due to insufficient cleaning), the grip is discolored (due to chemical stress) and has a scratch (due to physical stress), the universal cord has a dent, the electrical contact of the eyepiece is dirty (cause unknown), the plate has a scratch (due to physical stress), the scope cover has a scratch (due to physical stress), the lock engagement lever is dirty (due to chemical stress), the connecting tube has a dent (due to physical stress) and a wrinkle (due to resin coming off the insertion tube). Due to wear of the angle wire the bending angle in up/down direction does not meet the standard value and the angle wire became longer than normal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during normal service the field service engineer found multiple dots in the image and leaking in the bending section. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the connection tube has deep scratches and the coating is peeling. Also, the forceps channel port is deformed. This report is being submitted for the malfunction found during evaluation (connection tube coating is peeling and the forceps channel is deformed).